Event description:
The customer reported that the m8001a monitor show message speaker malfunction. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The customer reported that the m8001a monitor show message speaker malfunction. There was no allegation of an adverse event or any patient or user harm.